Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that inappropriate shock was delivered due to the electrode being implanted off label. It was noted that during the implant induction testing was not performed as a result. A review by technical services (ts) noted that a system revision was recommended as at the current system position the patient might be unprotected. If programmed to the alternate or secondary vector, the patient would be at risk for an inappropriate shock. No adverse patient effects were reported. The physician elected to not do a revision due to clinical considerations.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that inappropriate shock was delivered due to the electrode being implanted off label. It was noted that during the implant induction testing was not performed as a result. A review by technical services (ts) noted that a system revision was recommended as at the current system position the patient might be unprotected. If programmed to the alternate or secondary vector, the patient would be at risk for an inappropriate shock. No adverse patient effects were reported. The physician elected to not do a revision due to clinical considerations.